Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported cervical vasospasm; echo was occlusive of the cervical ica although patient anatomy was likely contributing factor. After m1 thrombectomy performed, a more distal m2 occlusion was present felt to be the original cause of the m1 thrombus. Given the m2 location, subsequent passes were made with the aspiration catheter through subject catheter. No additional information was received. Based upon medical review, the harms observed in the complaint are anticipated in nature as per the device risk assessment and do not require escalation. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during the procedure there was cervical ica (internal carotid artery) vasospasm, and the subject device was occlusive of the cervical ica. No additional information available.

Event description:
It was reported that during the procedure there was cervical ica (internal carotid artery) vasospasm, and the subject device was occlusive of the cervical ica. No additional information available.